Manufacturer narrative:
This report is for one (1) unknown 6.0mm rod/partial part #498.1xx/unknown lot number for synthes uss. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Additional classification codes: mni, mnh, kwq. This report is for unknown 498.1xx ¿ unknown 6.0 mm rod /unknown lot number. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision procedure on (B)(6) 2017 due a nonunion and a broken 6.0 mm rod above the l4-5 disc space level. There are rod to rod connectors at approximately the t9 level. The surgeon removed the left broken 6.0 mm rod below the left rod to rod connector. He replaced several screws on the left side below the t9 area. It is unknown which levels, how many, and what sizes. He then contoured a new rod and connected it to the rod to rod connector that was still on the left rod that ran from approximately t9 ¿ t4. He then connected the rods to the screws. He then tested how tight the screws on the right side were. He did this while the right rod was still implanted. He replaced an unknown amount of screws of unknown size on the right side. The devices were removed easily. He final tightened the construct and successfully completed the procedure. No surgical delay or patient harm. The patient was initially implanted with a posterior construct of synthes universal spine system (uss) hardware from t4-ilium on (B)(6) 2016. It is unknown exactly what was performed at the last surgery. At an unknown point in time the patient¿s left rod broke above the l4-5 disc space level due to a nonunion. This complaint involves one (1) device. Concomitant devices reported: uss collar (part # 498.010), uss nut (part # 498.003), uss screw (part # 498.xxx). This report is 1 of 1 for (B)(4).